Event description:
Red status indicator. No patient involved.

Manufacturer narrative:
Low battery fails confirmed in device memory. Root cause inconclusive. The investigation was unable to replicate the low battery fail with the returned pad-pak. Given that the device had performed to specification for almost 3 years prior to the low battery fail, the significant fall in voltage observed at this time, and no fault found with either the AED or returned pad-pak, the investigation can only suggest that the issue was due to an incorrectly seated pad-pak. Alternatively, the low battery fails may have been triggered by a pad-pak that was not returned for investigation.

Event description:
Red status indicator. No patient involved.